Manufacturer narrative:
The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device stopped working was confirmed. An assessment was performed and it was observed that the device was found not to be working. An assessment was performed on the device which found that the unit was not working and the oscillating head base coupling was cracked. It was further observed that the unit¿s control unit potted was damaged, no output voltage, the unit¿s electromotor for oscillator had a strong vibration, and an unknown liquid was found inside the unit. The assignable root cause of these conditions was determined to be due to wear from normal use and servicing, and the manufacturing process/ design. This issue of the cracked oscillating head base coupling has been escalated to CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total hip replacement surgical procedure, it was observed that the battery oscillator device stopped working. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the surgical procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.